Manufacturer narrative:
H.6. Results code 1: 213: a review of the manufacturing records for the device verified the lot met all pre-release specifications.

Manufacturer narrative:
According to the gore® dryseal flex sheath instructions for use, do not attempt to advance or withdraw guidewire, catheter, or other device through the introducer sheath and/or dilator if resistance is felt. Use fluoroscopy to determine the cause. Continued advancement or retraction against resistance may result in serious injury to the patient, damage to or breakage of the guidewire, catheter, or other device.

Event description:
The following was reported to gore: on (B)(6) 2020, a patient underwent endovascular treatment of an abdominal aortic aneurysm using a gore® excluder® aaa endoprosthesis. A gore® dryseal flex introducer sheath was utilized for access. The gore® dryseal flex introducer sheath was inserted from the right side. The access vessel was found to have chronic total occlusion (cto). Reportedly there was resistance during advancement of the sheath. The sheath was advanced and ballooning was performed. The sheath was inserted to the intended position. After all stent grafts were deployed, upon removal of the sheath, the access vessel was observed to be ruptured. A contralateral leg endoprosthesis was implanted to treat it. The physician stated that there was resistance during advancement the sheath due to cto.